Event description:
It was reported that the customer had been experiencing high blood glucose levels. At the time of the phone call the customer's blood glucose was 211 mg/dl. The last bolus they delivered was 1.3 units. The drive support cap of the insulin pump was recessed. Troubleshooting was performed and everything tested within specification. In the alarm history there was a low reservoir alert present. During the fill tubing step of the troubleshooting process insulin leaked from the o-rings of the reservoir inside the reservoir compartment. The self test was completed. The customer called back on a later date and requested for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. Insulin pump had moisture damage keypad trace. No moisture damage electronic assembly.